Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump vibration anomaly. The customer's blood glucose was 130 mg/dl. The insulin pump had motor error alarm. The customer was able to clear the alarm and able to rewind the insulin pump. The customer stated that they had performed the displacement test and the test was passed. The customer had performed the self test and insulin pump was not vibrate during the vibrate test. The insulin pump will need to be replaced and the customer was advised to refer to back up plan. The insulin pump will be returned for analysis.